Event description:
It was reported that the mobile power unit (mpu) was not providing power. When the mpu was plugged in, the green power symbol would flash, then the wrench, and then all the lights would go out. The batteries were replaced, and the power was cycled with no resolution of the alarm. The mpu was exchanged and would not return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of mpu (serial number (B)(6)) not providing power was confirmed. The mpu was returned to the european distribution center (edc) for evaluation in testing. The mpu was received in good condition, initially booted up as intended, but did not provide power. The power indicator would flash then turn off. The power supply pcb was replaced and the mpu was returned for the customer site ready for use. The issue was traced to the fuse and sent to ppe for further analysis. The fuse for the power supply pcb was inspected and was found unremarkable. The power supply pcb was then tested in a known working test mpu, the unit powered up as expected and was able to support the controller and pump with no issues. From the information provided and the results of the investigation, a root cause could not be determined as no issue was reproduced during the investigation of the returned power supply assembly. The device history record for the mobile power unit (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The mobile power unit was shipped to the customer on 22feb2024. The heartmate 3 instructions for use was available for use at the time of the event. Section 3, entitled "powering the system", explains how to set up and use the mobile power unit. The instructions for use cautions to not use the mobile power unit with dc to ac inverters, as they may cause the mobile power unit to fail. It also cautions mobile power unit power output may be affected by mobile phones, resulting in low power alarms on the system controller, or loss of the green power led on the mobile power unit. If either of these conditions is observed, separate the mobile phone from the mobile power unit by at least .6 meters (24 inches). If the condition persists after separating the devices, switch to two heartmate 14 volt lithium-ion batteries. The mobile power unit patient and power cables should be inspected for damage. Do not use the mobile power unit if the unit or either cable shows signs of damage. The same section also indicates what each of the interface components represents. No further information was provided. The manufacturer is closing the file on this event.